Event description:
It was reported that prior to the starting a da vinci-assisted low anterior resection surgical procedure, the cannula was damaged, and the maryland bipolar forceps instrument could not pass through. The maryland bipolar forceps had a broken input disk. A backup instrument was used for the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter to obtain additional information. The customer confirmed there was no thermal damage. There was no arcing observed during the procedure. There was no injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and input disk 6 was found completely detached from the base of the housing. Hairline cracks were found on the grip input shafts. In addition, the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips with an exposed electrode. The instrument passed the electrical continuity test. No damage to the conductor wire was observed. The cannula was evaluated and could not pass the gage pin test. The in-house gage pin could not feed through the distal end of the cannula shaft. The gage pin was stuck at the tip of the distal mouth. There were no signs of damage or indentation.